Manufacturer narrative:
(B)(4). The device history record (DHR) review for intellicart, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using crm to query for serial number (B)(4), the device was noted to have not been previously repaired by zimmer biomet surgical. The reported event was confirmed by the service technician who performed the repair. On 10 aug 2017, it was reported from (B)(6) hospital that the unit # (B)(4) has burning smell. Replite was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on 10 aug 2017 and confirmed that the cart was issuing vacuum sensor warning due to carbon filters and particles were falling out. The technician replaced carbon filter (part # ulcf100) and ran cart for 20 mins without nay issues and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. Service work order (B)(4) on 10 aug 2017. While the service technician confirmed the reported event and the device was noted to be functioning as intended after the carbon filter was replaced, it is unknown with the information provided why the carbon filter malfunctioned. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had a burning smell. The event occurred during surgery but no adverse events were reported as a result of this malfunction.